Event description:
It was reported that the patient sustained a very serious head trauma because of an accident. A 100-4b catheter was placed in the right hemisphere and functioned perfectly, showing value 50mmhg, right waveform display on the monitor. A decompress flap procedure was performed and a 11-4l catheter (coupled to a po2 licox catheter) was placed in the patient's left hemisphere. The catheter provided 25 mmhg which was not a expected value given the clinical signs, and the signal (readout) was completely flat whatever measurements made. The catheter was not changed to identify the problem as the death of the patient was considered as impending. The following additional information was provided: patient's death is related to the consequences of this trauma. The intracranial pressure monitoring confirmed the seriousness of the clinical state and no therapeutic action showed any efficacy, including the decompress flap performed to try to decrease the icp.

Manufacturer narrative:
An investigation has been initiated based on the reported information.